Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed noise problem due to electromagnetic field (emi) on the patient's pacemaker. No intervention performed and no patient consequences was reported.